Event description:
It was reported that a clinician was concerned that the device system was not capturing properly. The left ventricular (lv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.